Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol) the inserted the lens and then noticed the scratch, immediately removed it. Procedure was completed on the same day. Additional information was requested.